Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery (at) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the physician removed thrombus in the popliteal and superficial femoral artery (sfa) using the cat7 and the lightning bolt aspiration tubing. It was noted that there was still thrombus in the distal at vessel and the decision was made to use a catrx. The physician advanced a guidewire into the distal tibial vessel and inserted the catrx using the peel away introducer over the guidewire and into the sheath via ipsilateral access. Next, the physician made one pass down the distal at using the catrx and decided to remove the catrx to be flushed. While removing the catrx under aspiration, the hospital technologist experienced resistance pulling back on the catrx after the rapid exchange port of the catrx was outside of the sheath. The hospital technologist continued to pull back on the catrx and upon removing the majority of the catrx out from the sheath, the catrx had fractured at the distal end. It was reported that the entire catrx was removed and no part of the catrx was left in the vessel. The procedure was completed using a new catrx, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed a fracture on its distal shaft and revealed stretching at the fractured location. If the device is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. Based on the reported complaint, the root cause of the resistance during the procedure could not be determined. Further evaluation of the device revealed an additional fracture, kinks and ovalizations on the catheter shaft, and the guidewire lumen was damaged. This damage is incidental to the complaint and the root cause could not be determined. The middle fracture segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.